Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient reports his blood glucose was reading "high" for 12 hours, when his pod alarmed. He decided not to change the pod and went to the emergency room. He was vomiting and his blood glucose level had risen to 600 mg/dl when he got to the hospital. At the hospital he was placed on an insulin drip. The patient reports that his basal settings were lowered in september but as a result of this event the settings was not change.